Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with a transcutaneous osia implant system on february 06,2025. Additional information has been requested but has not been made available as of the date of this report.